Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. Concomitant products: 5076-52, implantable pacing lead, 2013 (B)(6); 6947, implantable tachy lead, 2013 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) leads were removed shortly after internal bleeding resulted in the development of a hematoma. No further patient complications have been reported as a result of this event.